Event description:
It was reported that an ilet user experienced hyperglycemia with a blood glucose of 324 mg/dl by both ilet and fingerstick after eating dinner and additional dessert without a meal announcement for the dessert; the user was using a cartridge-disposable infusion set with a recent set change, adequate insulin volume, and no observed leaks or kinks. Customer care provided support that included user education regarding correction algorithm behavior and expected time to regulate. Investigation of this case revealed insufficient information to identify a device malfunction and identified user-related factors consistent with a missed carbohydrate announcement. No symptoms associated with elevated blood glucose without reported. Outcomes included self-monitoring at home with glucose beginning to decline during the call without medical intervention or hospitalization. It was concluded that the event was hyperglycemia of unclear cause with probable contribution from unannounced carbohydrate intake, and no device failure was confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.